Manufacturer narrative:
Related manufacturer report number # 2916596-2021-03064. Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had concern for bend relief outflow obstruction. Cardiac computed tomography (CT) did not confirm this, but right heart catherization ramp showed signs for pump thrombosis and the patient had mild hemolysis. Heparin drips was administered.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) until the pump was explanted on (B)(6) 2021 (refer to manufacturer report number # 2916596-2021-03064). The heartmate 3 lvas IFU lists pump thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, the IFU contains information regarding the recommended anticoagulation therapy for patients using the device. This document further instructs the user to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow prior to advancing the inflow cannula and to address both as needed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 02oct2018. Heartmate 3 lvas IFU is currently available. Section 1 of this document lists pump thrombosis and hemolysis as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 "patient care and management" lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.